Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-02697, 1627487-2022-02698, 1627487-2022-02842, and 1627487-2022-02843. It was reported the patient experienced discomfort at the ipg site. As a result, the physician buried the ipg deeper in the existing pocket to address the issue on (B)(6) 2022.